Event description:
The user facility reports a pt injury-laceration. They further report, they suspect user error, but sending the unit in to be sure it is ok to use. Additional info: neuro team leader reports via e-mail that when the skull clamp was removed, after a posterior cervical fusion, a skin tear was found on the left side of the head. A resident surgeon placed 3 staples to repair the 1 cm laceration. She further reports that there were no other pt related issues.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.